Event description:
A malfunction alarm identified as malf 9 was reported. Customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support provided pump reset information to the customer, who was unable to perform the reset at the time and was advised to call back when ready for further support. There was no additional information received regarding the customer¿s outcome after receiving instructions.